Event description:
It was reported that during a coolseal mini procedure on (B)(6) 2024, the physician reported that upon first use, the instrument clicked when inserted and opened but failed to close. A small piece from the jaw mechanism fell into the operative field and as a result the jaws would not close afterwards to remove the instrument from the patient. No other information could be obtained.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.